Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had an enlite serter that does not fire. Customer's blood glucose was 430 mg/dl at the time of the incident. Troubleshooting was performed and the serter did not release the sensor. Customer was advised to return the serter with the sensor still inside.